Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: the audio bolus button (abb) was found to be intermittently responsive. The audio bolus button cover was observed to be torn. The abb cover was removed and contamination was found on the button contact. Unrelated to the complaint, the battery compartment was found to be cracked from the case seal traveling to the bumper. Also unrelated to the complaint, the display was found to be dim; the letters had a red hue. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an under responsive audio bolus button. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.